Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was insufficient angulation and bending section cover adhesive was worn out on the video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; foreign objects in air/water tube and cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated and confirmed that there were foreign objects in the air/water cylinder, tube, and jet tube. Additional findings include; grip, plug unit, switch box, and connecting tube had a scratch. Air/water cylinder and suction cylinder had no color. Right, left, up, and down knob had discoloration. Due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Objective lens, light guide lens, adhesive on a bending section cover had a crack. Connecting tube was snaking. Universal cord has a wrinkle. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.